Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2017, the patient experienced a blood glucose (bg) reading of 602 mg/dl with nausea, headache, and an unspecified level of ketones associated with a battery life issue. The patient allegedly remained on insulin pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the pump alarm history indicated that the pump¿s battery life did not last as long as expected. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to the alleged battery life issue.

Manufacturer narrative:
Follow-up #1: date of submission: 15-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 26-feb-2018 with the following findings: during investigation, the last basal delivery was on (B)(6) 2017. The black box for event date (B)(6) 2017 was not available. The last bolus delivery was a 6.65u ezcarb normal on (B)(6) 2017 at 19:32. The available black box shows partially discharged batteries being installed on (B)(6) 2017; resulting in low battery warnings & replace battery alarms. The battery cap was not returned. No damage found to the battery compartment. No moisture/corrosion observed in the battery compartment. Test battery cap is able to fully tighten to the pump & power it on. Current draws measured within specification. The total daily dose (tdd) added up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. A "battery life" issue was not duplicated during testing. Removed pump cover; no evidence of moisture or loose components inside pump.